Event description:
Report received from abbott international affiliate (abbott-canada) which states, "the catheter was inserted via the jugular and removed after two minutes of insertion. After removal, it was noted that the catheter had to be deflated manually with force. There were no consequences to the pt. A second catheter was used successfully". Although additional info was requested, none has become available.